Event description:
Reporter stated that pt's blood glucose was measured, using the compact plus system, with back-to-back results of 85 mg/dl and "hi" (> 600 mg/dl). Reporter indicated that pt's therapy was not modified based on these results. No pt injury was reported and no treatment was received. Reporter did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the compact plus system. Technical support requested the return of the suspect product and replacement product was shipped.